Event description:
The facility's biomedical engineer had sent an infusion pump for service where a baxter service technician discovered a failure code. Although an attempt had been made by baxter to contact the reporting facility, no additional information was available regarding patient age or status, injury, medical intervention or whether the device was on a patient at the time the condition was reported.